Event description:
Mother of a male, reported infusion device went into the "stop" mode two nights in a row without reason. She indicated that patient received an e7 (electronic error) that he was able to clear by removing the power pack. Mother indicated that she did not have any additional information. She did not report any physiological effects associated with this issue. The patient did not receive assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.